Event description:
Customer reportedly obtained results of 4.0 inr, 1.1 inr, 1.9 inr, and 2.1 inr on the coaguchek xs system during duplicate testing. No action taken on device results. No adverse event reported. Requested return of suspect system, however, strips are unavailable for return.